Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that the device was half deployed and the clip assembly was returned inside the package. The clip prongs were locked into the capsule and had an overbite. The yoke which was still attached to the control wire was actuated and deployed. A kink was noted in the control wire. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information received on (B)(4) 2015. It was reported to boston scientific cooperation that a resolution clip was used during a colonoscopy procedure performed during (B)(6) 2015. According to the complainant, the clip made a click sound however it did not deploy. The clip was removed from the patient and epinephrine was used to stop the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.